Manufacturer narrative:
The reported separation failure could not be confirmed. Upon inspection, the returned device showed no anomalies, and was able to attach and detach easily under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Correction: upon review, the 9-avp2-008 should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction caused a serious event. Codes removed: medical device problem code: 1254 difficult to fold, unfold or collapse.

Event description:
It was reported that on (B)(6) 2025, two 8mm amplatzer vascular plug ii devices were selected for the pda procedure and prepared in accordance with the instruction for use (IFU). Each device was inspected during the preparation to the procedure, and no abnormalities observed. However, during the procedure, both devices could not be unscrewed as expected. No holes were observed in the mesh prior to insertion into the patient anatomy. Upon removal, one device (8mm amplatzer vascular plug ii lot # 10281568) was found to have a hole in the center of its body. Neither of the complaint devices was implanted. There were no differences in how the two devices were handled or used prior to their return to the manufacturer. The patient exhibited no clinical signs or symptoms during or after the event. There was no clinically significant delay in the procedure, and no adverse patient effects were reported.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that on (B)(6) 2025, two 8mm amplatzer vascular plug ii devices were selected for the pda procedure and prepared in accordance with the instruction for use (IFU). Each device was inspected during the preparation to the procedure, and no abnormalities observed. However, during the procedure, both devices could not be unscrewed. No holes were observed in the mesh prior to insertion into the patient anatomy. Upon removal, one device (8mm amplatzer vascular plug ii lot # 10281568) was found to have a hole in the center of its body. Neither of the complaint devices was implanted. There were no differences in how the two devices were handled or used prior to their return to the manufacturer. The patient exhibited no clinical signs or symptoms during or after the event. There was no clinically significant delay in the procedure, and no adverse patient effects were reported.